Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected sticking of buttons or ramping of numbers noted during testing. The insulin pump had intermittent button response on the act button due to moisture damage on keypad traces noted. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 82mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.